Event description:
A surgeon reports that a pt had intraocular lens (iol) implant surgery in 2002. During a recent examination, a detached haptic was observed. The iol was removed and replaced with a different model. Additional information has been requested.